Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a staining issue for a gram-positive strain in association with the previ® color gram v1 instrument (ref. 29551, serial (B)(6)). The customer stated part of the gram-positive isolate stain appeared pink in color. The customer's instrument was replaced with another instrument. When the customer's previously installed instrument was tested, the pattern tests for reagents did not align with the pattern pictures described in the user manual. User error was also identified while troubleshooting with the customer. The customer placed two samples on the same slide, which is not recommended. The only recommended method is to put one sample in the middle of the slide as the spray nozzles are focused on the center of the slides. Local customer service (lcs) will perform a full maintenance on the previously installed instrument, including replacing valves, nozzles, and internal tubing. Lcs has also been requested to advise the customer to apply only one sample per slide, in the center of each slide.

Event description:
A customer from (B)(6) notified biomérieux of a staining issue for a gram-positive strain in association with the previ® color gram v1 instrument (ref. 29551, serial (B)(4)). The customer stated part the gram-positive isolate stain appeared pink in color. A biomerieux field application specialist (fas) visited the customer site and found a system issue with the customer¿s previ® color gram v1 instrument. The customer¿s previ® color gram v1 instrument was replaced. The fas confirmed the new instrument was performing correctly. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.